Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump alarmed during the basic occlusion test due to a slightly protruded drive support disk. The insulin pump was received with broken battery tube threads, a cracked reservoir tube lip, a cracked case at the display and reservoir windows, minor scratches to the display window, and missing the end cap sticker.

Event description:
It was reported that the customer received a compromised force sensor system alarm during a manual prime. The customer's blood glucose level was 199 mg/dl. She was advised to revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.